Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding an implantable infusion pump. It was reported that before implant on (B)(6) 2020, they were only able to aspirate 10 ml of the sterile water from the new pump, while the physician reportedly expected to withdraw about 16 ml as the pump was still in shelf state and was supposed to have 17.5 ml of the sterile water in the 20 ml reservoir. The physician felt that air was sucked into the pump when further aspiration only gave air into the syringe. The physician then tried to fill the pump with 20 ml of saline as the pump seemed to be empty, but he was then only able to fill in 12 ml before it ¿stopped¿ and no more saline could be injected. A new attempt to empty the pump resulted in 16 ml being withdrawn, followed by air. A different new pump was taken from the shelf instead for implant and the issue was resolved. The other pump was not implanted and would be returned for analysis. It was indicated that there was no patient involvement with the event; no patient complications were reported or anticipated.

Manufacturer narrative:
The previously submitted supplemental MDR was for "device evaluation", not "additional info". If information is provided in the future, a supplemental report will be issued.